Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure it was noted under fluoroscopy that the right atrial lead was dislodged. The device was reprogrammed before the procedure. There was loss of capture and the lead was sensing the ventricle. The lead was capped and replaced on (B)(6) 2019. The patient was stable.